Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the upper case, lower case and battery drawer were cracked and broken. It was also noted that the side bail covers and ring cover were broken, the battery contacts were compressed and the battery flex was corroded. (B)(4).

Event description:
It was reported the epg (external pulse generator) had physical damage; the case was cracked by the arterial input connector and battery drawer. The epg was returned for repair. It was analyzed and tested out of specification. No patient complications were reported as a result of this event.